Event description:
It was reported that a malfunction occurred on the pump, displaying malf 16. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to contact support if the malfunction reoccurs.